Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 32579) displayed a fault 41 (patient temperature sensor failure) message. According to the customer, the platform was stored inside, and the ambient temperature did not drop below 50f. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a fault 41 (patient temperature sensor failure) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective temperature sensor. The archive data indicated multiple fault 41 messages, confirming the reported complaint. The autopulse platform failed functional testing due to fault 41 displayed upon powering up, confirming the reported complaint. The temperature sensor was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).